Event description:
During an implant procedure, insulation damage was observed on the right ventricular (rv) lead due to an unknown cause. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. All four tines of the lead were revealed to be intact and undamaged. Visual inspection revealed cuts along the entire outer insulation, which is consistent with procedural damage. The cause of the reported event was due to procedural damage.